Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.this is 2 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-54747.(B)(4)

Event description:
It was reported that the customer's insulin pump alarmed no delivery during priming. The customer's blood glucose was 250 mg/dl. Troubleshooting was performed. Insulin exited the tubing when it was pushed out of the tubing with a plunger, after the reservoir and tubing were disconnected and reconnected. The customer stated there was a bubble inside the reservoir. The customer ran a manual prime and the insulin pump did not alarm no delivery. It was explained to the customer that the no delivery alarm was caused by the connection between the reservoir and tubing. The customer did not wish to troubleshoot for the air bubble. Nothing further was reported.